Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, bladder spasms. On (B)(6) 2012 and (B)(6) 2013 the patient underwent mesh revision/removal due to foreign body in urethra. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urgency, uti, and dysuria. It was reported that the patient underwent a retropubic sling surgery and cystoscopy on (B)(6) 2013 and bioarc sling was implanted due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.